Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of error and system not starting. The fse determined the cause of the problem to be faulty kv controller. The fse replaced the faulty kv controller and verified system functionality. The kv controller on the 2800 serves the purpose as the logical control of the high voltage switching power supply. It drives the switching components (igbts). The kv controller reads the kv and ma sensors to servo x-ray power systems by changing the on/off times of the switching igbts. The kv controller is located in the jedi generator. Based on age of the system, manufactured before 2006, this type of failure would be expected and is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and unsuccessfully reloaded. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.